Event description:
It was reported that the patient underwent an open heart procedure in the preceding weeks and since has experienced lead issues. The atrial lead was oversensing and had high thresholds. The ventricular lead had a reduction in r waves and was undersensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.